Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. Additionally, retention samples of the incident lot number were selected from bd inventory for evaluation and upon completion, foreign matter was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and no issues were observed as the samples met specification. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing process. Review of the returned photograph(s) confirmed pic (B)(4) (foreign matter) was appropriate. Additionally, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had fm. No report of medical intervention or serious injury.